Event description:
The patient reported she has lost her patient programmer and has not used her scs system or charged it in over 6 months. Subsequently, she is unable to establish communication with her charging system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.